Event description:
Customer reported "an incident" with a drain. Follow-up info determined that pt had a drain placed following lumbar laminectomy. The site of drain exit was closed with sutures and staples. At the time of removal, the drain broke. The incision was opened, sutures and staples removed and the drain piece was visualized and removed uneventfully. No further pt consequences were reported.